Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that significant extravasation of blood flow occurred during use of an ellipsys catheter for patient treatment. It was reported that the needle came out of the perforator vein before puncturing the radial artery. The patient required an open incision to repair the blood flow outside of the vessel and had a surgical brachiobasilic avf successfully created. The patient required observation overnight. Once the patient was stable, the patient was released home. There was no further patient injury reported.